Event description:
In 2003, the pt reportedly experienced a decrease in performance according to the pt's family members and audiologist. The pt continued to be monitored by the center. In 2003, the pt reportedly was seen at the center; programming changes were made. In 2003, the pt reportedly was seen by a co rep. External equipment was exchanged to rule out equipment problems. In 2003, the pt reportedly was seen by a co rep. Programming changes were made to introduce a period when hearing aid in contralateral ear would not be used. In 2003, the pt reportedly was seen by a co rep. The pt reportedly indicated that sound quality was good. However, the pt's family members reportedly were concerned that pt's performance at school was related to the implanted device. In 2004, the pt's family members met with the cochlear implant team. Although no device problem could be found, the decision was made to explant the pt's device. Surgery to explant the pt's c1 device was scheduled.